Event description:
As reported, during a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, the sheath, valve and delivery system was advanced through an abdominal aortic aneurysm (aaa) endograft. Upon exit of the sheath, the valve had a bent strut on the distal end. The valve remained in the vessel and was then removed via surgical cutdown. The common femoral artery was surgically opened and successfully repaired. The patient remained in stable condition throughout. The perceived root cause for bent strut was the aaa device struts.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
Component code 527 is no longer applicable. The valve was returned and visually inspected; two (2) struts were bent outward at inflow side. Multiple struts were bent at outflow likely due to withdrawal difficulty through sheath. The valve frame was distorted/damaged. Multiple struts were exposed through skirt and appeared normal after use. Imagery from site was returned and review revealed the following; two (2) struts bent outward at the inflow. No dimensional inspection was able to be performed due to device return condition. No functional testing was able to be performed due to device return condition. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The complaint for failure frame damage was confirmed, and a complaint history review identified procedural factors: excessive manipulation, withdrawal of crimped valve as potentially applicable to the event. A lot history review was performed and revealed no other complaints relating to the event. The following instructions for use and training manuals were reviewed; commander delivery system with s3/s3u/s3ur IFU, us, preparation manual s3u, commander, esheath plus and procedural manual s3u, commander, esheath plus. Based on the review no IFU or training deficiencies were identified. A risk assessment was performed on the reported event and revealed no evidence of product non conformances or labeling/IFU inadequacies. The complaint for failure frame damage was confirmed based on provided imagery/ returned device. A review of the DHR, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, the sheath, valve and delivery system was advanced through a aaa endograft. Upon exit of the sheath the valve had a bent strut on the distal end.. The presence of aaa endograft can create challenging pathway during delivery system advancement, leading the valve struts interacting with endograft and resulted in the bent strut at the inflow. Additional noted that the bent struts were observed at outflow, which were likely occurring during the delivery system with crimped valve withdrawal through the sheath, since delivery system withdraw difficulty was reported. As such, available information suggests that patient factors (preexisting aaa endograft) and/or procedural factors (withdrawal of crimped valve, excessive device manipulation) may have contributed to the complaint event. Since no manufacturing nonconformances or labeling and IFU and training deficiencies were identified, no product nonconformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.